Event description:
The pt called lfs alleging that their surestep test strip confirmation dot would not react or change color with the application of a sample. The pt reported that they tested while a nurse was present and the test strips would not react. The pt did not experience any symptoms and was not tested on any other device. No treatment was administered. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the pt started with a new and unused test strip prior to each test and reviewed their test technique. The csr walked pt through a retest and the confirmation dot did not react and remained white following the application of the sample. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's test strips were replaced.